Event description:
The customer reported to baxter (B)(4) regarding the catheter ext set micobore 2 adapter y-junction in which a blood leak was observed during use. There was patient involvement but no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation and the reported issue was confirmed. A visual inspection was performed and the injection site stem was broken and partial of the stem was found inside the female luer lock adapter. Solvent bond between the injection site and female luer lock adapter was present. No assignable root cause could be determined.